Manufacturer narrative:
"30-day" was inadvertently not checked in the initial report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding, neurological dysfunction, and patient condition/expiration) cannot be conclusively determined through this investigation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 07mar2021. The heartmate 3 left ventricular assist system instructions for use lists bleeding, death, and other neurological event (not stroke-related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this document. Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation therapy and international normalized ratio range. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists bleeding, death, and other neurological event as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists neurological dysfunction as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This section also provides information regarding the recommended anticoagulation therapy and international normalized ratio range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021, the patient developed epistaxis which required nasal compression, afrin and rhino rocket placement. On (B)(6) 2021, the patient began experiencing severe buttock/sacral pain. Ketamine infusion was initiated and about 3 hours later, the patient became unresponsive. A head CT was negative for acute intracranial processes. The patient returned to baseline immediately after the head CT but began experiencing brief periods of unresponsiveness. An eeg was performed but there were no unusual findings. On (B)(6) 2021, the patient underwent a video-assisted thoracoscopic surgery (vats) for moderate left pleural effusion. Another head CT was performed but it was again negative. The patient had recurrent left hemothorax on chest x-ray which required increasing doses of vasopressors. The patient refused any additional surgical interventions and was transitioned to comfort care on (B)(6) 2021. Vad therapy was stopped on 04apr2021 per the patient's request and the patient expired shortly after.